Manufacturer narrative:
The report event of lead migration cannot be confirmed with product testing alone. The anchors were returned complete (except b). Returned anchors passed functional test. No root cause was identified for reported event.

Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer report 3006705815-2021-04308. Related manufacturer report 3006705815-2021-04309. Related manufacturer report 1627487-2021-16703. It was reported that lead migration issue was observed. Patient denies any traumas or falls. Patient did heavy lifting. Both leads were explanted, and the lead was replaced. During the explant procedure part of the anchor was broken and left in the patient. Patient was stable.